Event description:
It was reported that this pacemaker could not be read by the latitude programming system. The patient stated they had not had the device checked in over five years and the pacemaker has been implanted for more than ten years. Also, after applying a magnet, it would not pick up the pacemaker either. The field representative was going to be contacted to interrogate the pacemaker that remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be read by the latitude programming system. The patient stated they had not had the device checked in over five years and the pacemaker has been implanted for more than ten years. Also, after applying a magnet, it would not pick up the pacemaker either. The field representative was going to be contacted to interrogate the pacemaker. At this time the pacemaker was explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be read by the latitude programming system. The patient stated they had not had the device checked in over five years and the pacemaker has been implanted for more than ten years. Also, after applying a magnet, it would not pick up the pacemaker either. The field representative was going to be contacted to interrogate the pacemaker. At this time the pacemaker was explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.